Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 2 photos were returned for investigation. The 1st photo shows the needle safety mechanism was not fully activated and the needle is exposed and not contain within the needle cap. The 2nd photo show the shelf carton label with batch #9109977. Able to confirm the customer experience based on photos returned. Investigation conclusion: able to confirm the customer experience based on photo returned. Root cause description: 1 photo was returned for investigation. The returned photo shows the 1 used needle hub (safety mechanism activated) and 1 flow control plug. The flow control plug was detached. However, as it is not possible to perform any investigation based on the photo return, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "transparent cap at the end of the needle gets loose if you want to remove the white cap to reattach it when the needle is inserted. Blood runs out of the needle and you don't have a hand free to disconnect both parts. It is awkward to use. The question is whether these should be separate parts, or whether they should otherwise be stuck."